Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the (B)(6) patient had developed a skin irritation under the ECG electrodes of the lifevest. The irritation was described as red and small pimples. The patient reported applying "zint" lotion and that "no medical attention was ever sought until now". It was not reported what medical attention the patient received. Follow-up indicated that the skin had improved.